Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. It was reported the pt's ipg gradually required more frequent recharging. Reprogramming efforts and a replacement charging system were unsuccessful at resolving the issue. The physician explanted and replaced the pt's ipg with a different model on (B)(6) 2011. The pt reported effective stimulation postoperative, and no further pt issues were reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the device history records found nonconformances related to the product. Product was replaced or reworked and released for use. The DHR anomalies were not related to the alleged device complaint. Visual analysis of the ipg noted some discoloration on the upper canal of the ipg header. A high resistance short was found between channels 1 and 9 where the feedthru wires exit the can. Visual examination under a microscope revealed a dendritic growth (unidentified contamination-metallic growth) between channel 1 and 9. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.